Manufacturer narrative:
Insulin pump was received with severe scratches on lcd window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the display screen is scratched. The blood glucose reading was 234 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.